Event description:
It was reported the pump was elective replacement indicator (eri). The catheter was unable to aspirate at dye study. The pump was removed due to battery being depleted. There was no patient death. The patient's status after the device was removed was "recovered without sequela." The pump was delivering morphine. There were no patient symptoms present. The catheter was unable to be aspirated but the patient did not have any symptoms and they were unsure if the catheter wasn't working. The physician removed all they could from the old catheter; the manufacture representative believed there was a portion that remained and was left inactive. The catheter was replaced with a new one. The patient was doing well as of (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found no anomaly. Analysis of the sutureless connector, model# 8596sc, sn (B)(4), found no significant anomalies. An indent was found in the seal, but it did not affect infusion. Analysis of the catheter, model # 8709, sn (B)(4), found no significant anomalies. The catheter was incomplete and returned in segments.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.